Event description:
The customer stated that the insulin pump continued to deliver insulin after being placed into the suspend mode. The customer stated that her blood glucose was low, so she disconnected from the insulin pump and placed it in suspend. The customer then observed that insulin was still being delivered. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.